Manufacturer narrative:
Functional testing and visual inspection cannot be performed because the device was not sent back to the service hub. A review of the 12-month service history cannot be performed because no device serial number was provided. A review of the event logs cannot be performed because the pump was not returned to the service hub; therefore, the logs are unavailable for analysis. The customer report stating ¿the wrong rate for a drug was infused on a patient¿ cannot be confirmed. Due to a lack of information, no probable cause can be determined as to why the pump infused the wrong flow rate.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event occurred on an unknown date and involved an unspecified plum 360 infusion pump that the customer reported an issue with programming of the device, the wrong rate for an unspecified medication was infused. There was patient involvement and no report of harm.